Event description:
It was reported that during an ablation procedure, the user witnessed cold pixels. It was noted that the user was firing at 120% when the cold pixels appeared; the user released the foot pedal and allowed the temperature to go down and also reduced the firing to 78%. The cold pixels still appeared. The user then proceeded with caution after making sure the patient was "ok". The physician commented that he stopped treatment due to the cold pixel effects and feels he may have left tumor tissue because of it. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.